Manufacturer narrative:
The technician found that the rocker arm was broken causing the head end brakes not to engage. He installed the brake/steer upgrade on the head end of the stretcher and the brakes functioned properly.

Event description:
Info rec'd indicates, the brakes were not holding at the head end of the stretcher.